Event description:
Follow up information received reported that the patient received assistance from their physician and that their implantable neurostimulator device therapy concerns were resolved. The patient outcome was reported as recovered without sequelae.

Event description:
It was reported that a patient always had symptoms but they had gotten worse as of the morning of the report. It was stated that the patient was having some "timing issues." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7436, serial# (B)(4). Product type: programmer, patient: product ID 3389s-28, lot# v171460, implanted: (B)(6) 2009. Product type: lead: product ID 3389s-28, lot# v171460, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).